Event description:
It is reported that a customer stated that their insulin pump was making a lot of noise during its daily function. The customer stated that the back light was used a lot on the pump. The patient's blood glucose level was at 218 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit received with operating currents within spec. No unexpected low battery alarms were noted. Unit passed self test, a21 error test, basic occlusion test and displacement test. Unable to prime unit during prime test due to faulty fsr. (Gold) unable to perform occlusion test and excessive no delivery test due to prime anomaly. An unexpected motor noise was noted during the rewind due to faulty motor. The back light feature working properly. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).